Event description:
The reporter stated that the surgeon inserted an aq2010v three piece silicone lens and the lens optic tore. The lens was removed without enlarging the incision and no sutures were required to close the wound. No patient injury.

Manufacturer narrative:
H6: results: visual inspection of the returned product showed that one lens haptic is torn off and the lens optic is torn. Clear surgical and reddish residue was noted on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.